Event description:
Customer reported that t: slim x2 pump battery would not charge, and charging process involved repeated connection and disconnection. There was no adverse impact to the customer¿s blood glucose level. The pump began charging after being connected to the original charging supplies.